Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It is also reported that the patient had another mesh implantation in december of 2004. No clarifying information is provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): reason for surgery: sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent another implant with mesh on (B)(6) 2004 after prior erosion and partial removal of mesh. It was reported patient underwent cysto with partial excision of vaginal mesh on (B)(6) 2004. It was reported patient underwent laparoscopic tah with revision and repair of eroded mesh on (B)(6) 2008 for vaginal pain and erosion of mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.